Manufacturer narrative:
(B)(4). This report is based on information provided by an engineering evaluation. One powered handle was received for evaluation. The unload button was depressed and the green reload status light on the handle began blinking, indicating it detected a reload, though one was not attached. The observed condition in the pmv lab was most likely caused by an internal break in connection on the bldc (brushless direct current) board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A review of the device history records indicates the device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture.

Event description:
According to the reporter, during a laparoscopic distal gastrectomy, the device calibration did not work and a blue status light displayed when the battery was inserted into the handle. The tissue was not damaged. The patient did not get injured and there was no blood loss. No further complicated was reported. The surgery was not extended by more than 30 minutes.